Manufacturer narrative:
MFR date: 21 may 2009. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient underwent following procedures: decompressive laminectomy l4. Decompressive laminectomy l5. Bilateral mesial facetectomy and bilateral foraminotomy for residual stenosis after decompression sufficient for posterior lumbar fusion performed l4-l5. Radical diskectomy l4-l5. Anterior interbody via bilateral posterior lumbar interbody fusion approach using interbody cages l4-l5. Anterior interbody fusion approach, l4-l5. Harvesting of non structural autograft. Bilateral bone screw placement at l4. Bilateral bone screw placement at l5. Posterolateral fusion, l4-5 using autologous bone. Intraoperative fluoroscopy x 1-1/2 hours. Active nerve root monitoring x 4. Spontaneous nerve root monitoring x 3 hours. As per op-notes, once the implant size was determined, this implant made of peek was filled with autologous bone. Also, a small portion of bone morphogenic protein was added to this. Autologous bone was then placed in the posterolateral aspect for a posterolateral fusion and was supplemented with a small portion of bmp. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.